Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working as a result of air in the system. The ipp pump was explanted and replaced with a new ipp pump. There were no patient complications following the procedure.